Event description:
On (B)(6) 2022 a nalu peripheral nerve stimulator system was surgically removed due to lack of pain relief. The components were damaged and discarded during the explant procedure and unavailable for further investigation.